Event description:
Healthcare professional reported "explanted textured implant and found to be double encapsulated with fluid brown cloudy". Healthcare professional later reported "capsular contracture baker grade 3". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ observed an opening on anterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, "explanted textured implant. And found to be double encapsulated with fluid brown cloudy". Healthcare professional, later reported, "capsular contracture, baker grade 3". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma- late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma- late.